Manufacturer narrative:
(B)(4). This report is for use error ? Reuse of single-use product, where the patient was trying to switch the heater bag and the final line during therapy, while being connected. The instructions listed in the patient at home guide for the homechoice device state to "discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if disposables are reused. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death." Patients are warned to not reconnect solution bags. The guide instructs patients to not replace empty solution bags or reconnect disconnected solution bags during their therapy. If a bag becomes disconnected during their therapy, they are instructed to follow the instructions listed in the end therapy early procedure. The root cause of the reported issue cannot be determined based on the information available. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine during dwell six of six, it was found that the home patient (hp) tried to clear the alarm by switching the heater bag and the final line bag while connected to the machine. The technical service representative (tsr) assisted the hp in ending therapy. The hp was to drain and fill manually with extraneal solution. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.